Manufacturer narrative:
Patient¿s date of birth, age and weight are not available for reporting. This report is for unknown quantity of unknown 3.5 mm locking screws which backed out. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. (Therapy date): implanted in (B)(6) 2017; exact date is unknown. The (510k): unknown, as specific part and lot numbers for screw is not provided. Without a lot number, the device history record review could not be requested. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported in (B)(6) 2017 the patient was implanted with one 3.5 mm periarticular proximal locking humerus plate and eleven screws to treat a right humeral proximal fracture. The screws that were implanted were a combination of 3.5 mm locking screws and 3.5 mm cortex screws. It is unknown the quantity and length of each screw implanted. The patient went in for implant removal surgery on (B)(6) 2017 after it was noted in an x-ray (taken on an unknown date) that 7 out of the 11 implanted screws that were used to lock the patient¿s humerus plate in place, had backed out and were floating around the patient¿s humerus bone. All the implants were removed, 4 of the locking screws and the humerus plate were still intact on the patient¿s bone prior to removal. After the surgery, the surgeon decided to immobilize the arm, because the fracture had stayed reduced and begun to heal. This surgery was completed successfully, there were no surgical delays, no additional implants were needed, no fragments were left behind and the patient was reported to be in a stable condition. Concomitant devices reported: 3.5 mm locking screws (quantity 4), 3.5 mm periarticular proximal locking humerus plate (part # 02.123.040, lot # h338261, quantity 1). This report is for unknown quantity of unknown 3.5 mm locking screws which backed out postoperatively. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed. A visual inspection under 5x magnification, x-ray review, and drawing review were performed for the complaint devices as part of this investigation. This complaint is confirmed based on the provided x-rays. However, it is observed that the 7 screws which backed out are all locking screws. The 3 cortex screws are still locked to the plate in the provided x-ray and so this complaint is unconfirmed for the cortex screw(s). Whether this complaint can be replicated at customer quality (cq) is not applicable for this postoperative condition. No new malfunctions were identified as a result of the investigation. The following concomitant parts were returned without an allegation against them: plate (part # 02.123.040, lot # h338261, qty 1), cortex screw (part # unknown, lot # unknown, qty 2), locking screw (part # unknown, lot # unknown, qty1). Upon visual inspection at cq there is no indication that these concomitant devices caused or contributed to this complaint, and therefore no further investigation will be performed on these concomitant devices. The returned cortex screws all show wear consistent with implantation and explantation. Because the provided x-ray shows that all 3 cortex screws are still locked to the plate, this complaint is unconfirmed for the cortex screws and therefore no further investigation will be performed for the cortex screws. The provided x-ray shows that 7 locking screws have backed out of the plate. The returned locking screws all show wear consistent with implantation and explantation. Dimensional inspection of the 8 returned locking screws revealed an identifiable part family. However, 8 locking screws were returned which vary in length, and from the x-ray it cannot be definitively determined which 7 of 8 have backed out of the plate. All 8 returned locking screws share the following features, 3.50mm major thread diameter on the shaft star drive recess, self-tapping distal tip, no green anodize exists on the heads which indicates they are 316l stainless steel rather than titanium aluminum niobium (tan) composite which is expected based on the returned stainless-steel concomitant plate that was returned/reported, and locking thread on the heads. The returned locking screws have the following approximate lengths, 40mm (qty 3), 42mm (qty 1), 44mm (qty 1) and 46mm (qty 3). A functional test to replicate the complaint condition was not performed at cq as by design, locking screws lock to the plates by deforming the plate locking threads and therefore the returned concomitant plate holes are no longer to the manufactured specifications. A material check was not performed at cq as there is no indication that material would contribute to this complaint. Relevant drawing for the family of 3.5mm self-tapping locking screws with star drive recess was reviewed during this investigation. No product design issues or discrepancies were observed. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.